Manufacturer narrative:
Reportedly, "we exchanged her left eye a couple of months ago. Significantly improved her overall vision, but especially her night vision. She had a wtw of 11.5 wtw ou and I placed a 12.6 lens in each eye. 300% CT vault ou." Claim (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, in liquid. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6, -11.50/2.0/095 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. Excessive vault was observed. Lens remains implanted. Reportedly, "we are planning to exchange lens in march." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.